Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. International UDI # (B)(4). Reporter: no phone number provided. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. Illumination failure occurred in the orange power on/off led. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.